Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint on the fenestrated bipolar forceps instrument. The instrument was found to have the main tube broken at the distal end. Fragments from the tip of the main tube were missing and were not returned. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, leading to cracking and subsequent breakage. The physical damage complaint was confirmed by fa. An additional observation not reported by the site was also identified. The instrument was found to have a broken pitch cable at the distal end. There was no material missing.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument broke inside of the patient due to a collision. The instrument shaft broke, and was dangling, held by wires. The surgeon could not straighten the instrument to it get out of the patient through the trocar. The customer tried to use the emergency release kit to no avail and had to remove the instrument and trocar together manually. There was no patient injury. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the instrument was inspected, and no damage was noted prior to use. The surgical task was grasping and retracting tissue. The instrument was in use for 1-2 hours, possibly longer. The instrument had off screen collision between instruments, but the surgeon could not confidently say the collision was the cause of the breakage. Nothing was noted prior to the collision. No fragment(s) fell inside the patient during an instrument tip / accessory collision. The instrument was inspected and removed multiple times before breakage occurred and there were no issues. No resistance was felt. The instrument was unable to be straightened, even with the key to unlock the instrument. After the instrument was broken, the staff was unable to straighten the broken wrist to pull the instrument out of the patient. The trocar had to be removed in order to pull the instrument out of the patient. There was no damage to the trocar. The wrist of the instrument was broken and would not straighten. No fragments were seen upon visualization. The patient did not return to the hospital due to any complications related to the procedure. The procedure was completed robotically.